Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. Patient also reported that it was taking too long to charge, further confirming that when patient is charging the implant, they get all 8 coupling bars but then would start hanging and then all of a sudden it would stop, they would lose the bars and when patient does it again, all the coupling bars do not come back up again. It was stated that patient maintained enough of the charge. It was reviewed for patient how the number of efficiency bars would affect recharge time, and it was suggested for the patient to try adhesives. The insr antenna has been replaced to rule out any issue with the antenna. An email was sent to customer services requesting adhesive discs to be sent to the patient, and the caller was warm transferred to repair to have the insr antenna replaced. It was also reviewed that if the replacement insr and adhesive discs did not resolve the issue, then patient would have to get the implant checked. It was also noted that patient had an appointment with the new health care professional (hcp) on (B)(6) 2018. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.